Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump was not functioning. A new pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the patient was able to operate the pump after it was implanted a year ago. Then on (B)(6) 2019 the patient was no longer able to use the pump as it was distorted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump was not functioning. A new pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the patient was able to operate the pump after it was implanted a year ago. Then on (B)(6) 2019 the patient was no longer able to use the pump as it was distorted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump was not functioning. A new pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.